Event description:
Unsuccessful interlase (custom lasik) performed. During the left eye surgery, the flap was cut too thin to process. The operation was aborted, pt was examined the day following procedure, pt was finally informed of real complication 4 days later. Excimer laser products were used, unsure of makes and models. Surgery date was (B)(6) 2011. I am the patient just trying to provide due diligence, this is reported correctly. The surgery was performed at (B)(6).